Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This report is filed december 17, 2013.

Event description:
Per the surgeon, the patient had not used the cochlear implant since initial activation, due to pain with device use. The surgeon reported that the patient underwent a surgical procedure (date not reported) for placement of a fascial graft between the receiver/stimulator package and the recessed bed. Additionally, nerve blocks with local anesthetic were also administered (dates not reported); the issue could not be resolved. The device was explanted on (B)(6) 2013; the patient will not be reimplanted with a new device.